Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). A field service engineer (fse) performed system checks and verification processes that passed to confirm that the instrument was operating within range. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 stat result from the cobas 6000 e601 module. The initial result was 69 ng/l, and the repeat result was 6 ng/l, accompanied by a data flag. The initial result was questioned by the medical staff, and a repeat was requested.

Manufacturer narrative:
Calibration and qc were passing. There weren't any relevant alarms observed. The available information suggests a possible preanalytic handling issue. The sample was only centrifuged for 5 minutes, and there was slight hemolysis observed the investigation was unable to determine a direct root cause.